Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause, treatment for, and outcome of the peritonitis were not reported. On an unreported date, the physician urgently changed the patient to continuous ambulatory pd therapy (not further specified). No further detail was provided regarding whether the patient was hospitalized for the event or if extraneal/physioneal therapies were ongoing. No additional information is available.